Manufacturer narrative:
The results of the investigation did not identify the root cause. However, the physician reported that the patient was non-compliant, which resulted in the plate breaking. The plate was not returned for investigation. Per the extremilock foot fmea, the overall risk score for this issue is low. This issue will be monitored through routine trending. Qa note: during an audit of MDR submissions, we identified that the follow up for this report was inadvertently not submitted.

Event description:
On (B)(6) 2014 the first mtp plate (right) was implanted into the pt. Per dr. (B)(6) the pt was non-compliant following the surgery, which resulted in a broken plate. The plate was explanted on (B)(6) 2014.